Event description:
PICC line that was inserted at the stollery was noted to be leaking out of a hole in the line. The line had been infusing well but at a slow IV rate thus not showing a leak. It needed to be adjusted today and when the physician flushed the line they noticed a small hole that was leaking. The line was removed. Impact of incident: the infant is at risk for infection due to the unknown amount of time that this hole was there. The infant also had to have a new PICC line inserted which is another risk for infection, as well as this is a painful procedure that he had to endure.

Manufacturer narrative:
According to the customer, the sample was not available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.